Event description:
Surgeon utilizing myosure hysteroscopic tissue removal system (cat. # 10-401fc) lot #17j27rc. The device "jerked" during use and surgeon discontinued use of the device. Surgeon also questioned whether the device was opening and closing appropriately. Industry rep was in the operating room during case.